Manufacturer narrative:
Evaluation of the returned velocity confirmed a fracture on the mid-shaft. If the velocity is advanced against resistance at an extreme angle, damage such as a kink and subsequent fracture may occur. Further evaluation of the device revealed a kink near the proximal end and an additional kink on the mid-shaft. This damage was likely incidental to the complaint and the root cause could not be determined. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure in the internal carotid artery (ica) using a velocity delivery microcatheter (velocity), penumbra system red 62 reperfusion catheter (red62), and a non-penumbra balloon guide catheter. It was noted that the patient¿s anatomy calcified. During the procedure, the physician advanced the balloon catheter into the common carotid artery (cca) and was left uninflated. It was reported that clot was present in the proximal ica extending to the distal ica. Next, the physician made one pass using the red62 to aspirate the proximal portion of the clot; however, there were extensive calcification present in the ica that the red62 was not able to advance past. The physician then inserted a velocity containing a guidewire into the red62 and attempted to advance it past the calcified clot, but the guidewire would turn back on itself; however, the physician was able to push the velocity past the clot. Afterwards, the physician removed the velocity and noticed it was not fully in-tact. Therefore, the physician removed the red62 and found the distal portion of the velocity had broken off and was contained inside the red62. It was also reported that the physician removed the balloon guide catheter as they were concerned the broken portion of the velocity maybe inside the balloon guide catheter. The procedure ended at this point as the physician was unable to re-access due to the tortuosity and poor vessels. There was no report of an adverse effect to the patient.